Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and photos and could not identify any manufacturing related defects. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Event description:
It was reported that during use of the bd insyte vialon-e 22ga x 1.0in the tip of the catheter was white and dull. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the catheter tip was white and dull. Replaced by new product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte vialon-e 22ga x 1.0in the tip of the catheter was white and dull. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was white and dull. Replaced by new product.